Event description:
It was reported that a user started a new sensor while using an ilet system and observed a blood glucose of 204 mg/dl that later decreased to 111 mg/dl, with troubleshooting and education completed and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment or required medical intervention. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.